Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that 9 unspecified bd eclipse¿ needles were found "rusty/dirty" in the packaging. The following information was provided by the initial reporter: "I just want to complain as a non wholesale customer who purchases these needles from the pharmacy and have no choice but to purchase these needles, they are of terrible quality. 9/10 needles are bent and cannot be used for im injection. I¿ve even received rusty or dirty needles, in sealed packages. Not baller."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 9 unspecified bd eclipse¿ needles were found "rusty/dirty" in the packaging. The following information was provided by the initial reporter: "I just want to complain as a non wholesale customer who purchases these needles from the pharmacy and have no choice but to purchase these needles, they are of terrible quality. 9/10 needles are bent and cannot be used for im injection. I¿ve even received rusty or dirty needles, in sealed packages. Not baller".